Manufacturer narrative:
Corrected data: f10, h6. Reference CAPA-20-00141.

Manufacturer narrative:
H10. Additional manufacturer narrative: the device was returned for evaluation and the customer report of particulates on the valve leaflets were confirmed. As received, valve was still attached to the holder with all three green sutures intact at the cutting channels. Multiple fiber-like particulates, ranging from approximately 1mm to 4mm long, were found on the inflow aspect of all three leaflets. The fibers were not able to be rinsed off during rinse procedure per IFU. No suture holes were detected in the sewing ring. Four particulates were isolated and sent to chemistry for analysis. Chemistry analysis: 1st particulate: ir spectrum of the fiber-like particulates showed similar absorption characteristics when comparing to protein like material. 2nd particulate: ir spectrum of the fiber-like particulates showed similar absorption characteristics when comparing to polyester like material. 3rd particulate: the unknown fiber-like material cannot be identified because no relevant match can be found from the spectral library. 4th particulate: ir spectrum of the fiber-like particulates showed similar absorption characteristics when comparing to protein like material. An engineering evaluation has been initiated for further investigation. A supplemental report will be submitted upon completion.

Manufacturer narrative:
H10. Additional manufacturer narrative: an engineering evaluation was completed and based on the investigation results, the actual root cause could not be ascertained after a cleanroom and preliminary packaging room walkthrough. The current mitigations, which were reemphasized during the awareness communication, are deemed to be sufficient to detect and reject particulates/ fibers. No manufacturing non-conformances were identified during evaluation. The origin of the multiple fiber-like particulates could not be conclusively determined, however there are no indications they originated from edwards. It is possible that the particulates contacted the valve after it was taken out of its packaging by the customer. The labeling/IFU are adequate. No further correct actions are required. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Manufacturer narrative:
Additional manufacturer narrative: it is standard of care and prescribed in the IFU that valves and patches undergo a series of extensive rinses during the preparation phase prior to implant in the patient. This rinse process is required as the valves and patches are stored in glutaraldehyde. Accessories are also typically rinsed prior to use. It is possible, during this standard / mandatory device preparation, fibers or particulate may be observed. There are inherent tissue fibers on the ¿rough¿ surface of the pericardial tissue that at times can be difficult to distinguish from particulate. The rinse process should remove all particulate. As a result, small amounts of particulate are highly unlikely to enter the patient and cause injury. There are cases, however, where the particulate can be partially embedded in or attached to the leaflet or valve. If the particulate can be rinsed, the potential for injury to the patient is remote. If the particulate could be not removed during the rinsing process, and the valve was used in a patient, there is a potential for the particulate to enter the patient and embolize. In this case, the particulates remained on the device after the preparatory rinse. The device was not returned for evaluation at this time and the investigation is ongoing. The root cause for the event remains indeterminable. A supplemental report will be submitted upon receipt of new information. The device history record (DHR) was reviewed and showed that this device met all manufacturing and sterilization specifications for product release prior to distribution. No issues were identified that would have impacted this event. Edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received notification that before use, particulates that could not be removed during the rinsing process, were observed on this 25mm valve. As reported, the valve was opened for an aortic valve replacement procedure and while rinsing the valve the surgeon observed reflection of the black color due to presence of hairs or threads on the leaflet which not cleared by either rinsing or preservation of glutaraldehyde . The device was replaced with another valve of the same model/size and was returned for evaluation. The procedure went well and the patient was noted as to be good.